Event description:
It was reported that during an internal cardioverter defibrillation (ICD) replacement procedure that occured on (B)(6) 2018, the physician had some difficulties to disconnect the subject atrial lead: it was impossible to disconnect the lead. The physician destroyed the connector of the ICD to deliver the lead.

Manufacturer narrative:
In the previous submission, the document in attachment was inappropriate. (B)(4).

Event description:
It was reported that during an internal cardioverter defibrillation (ICD) replacement procedure that occured on (B)(6) 2018, the physician had some difficulties to disconnect the subject atrial lead: it was impossible to disconnect the lead. The physician destroyed the connector of the ICD to deliver the lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that during an internal cardioverter defibrillation (ICD) replacement procedure that occured on (B)(6) 2018, the physician had some difficulties to disconnect the subject atrial lead: it was impossible to disconnect the lead. The physician destroyed the connector of the ICD to deliver the lead.